Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had buttons not working. The customer¿s blood glucose was unknown at the time of incident. Customer states the insulin pump sometimes the buttons would be hard to press down. The customer reported that the time clock was advancing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. Device received with corroded battery tube cracked battery tube threads and cracked reservoir tube lip.